Event description:
A hospital in (B)(6) reported that three rt204 adult dual-heated breathing circuits have a hole in each of them.this was found prior to patient use.

Event description:
A hospital in (B)(6) reported that three rt204 adult dual-heated breathing circuits have a hole in each of them. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt204 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the three returned complaint breathing circuits were visually inspected. Results: the visual inspection revealed a hole near the connector for all three breathing circuits. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the root cause cannot be determined.

Manufacturer narrative:
(B)(6). The rt204 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is (B)(6). Method: the three returned complaint breathing circuits were visually inspected. Results: the visual inspection revealed a hole near the connector for all three breathing circuits. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the root cause cannot be determined. A leak in the system will usually be detected by an alarm issuing from the ventilator. The rt204 user instructions state the following warnings: check all connections are tight before use; perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms.